Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. (B)(4). Philips field service engineer (fse) confirmed speaker problem. The fse replaced the speaker to resolve this issue.

Event description:
The customer reported a ventilator alarm. There was no patient or user harm reported. The event date was not specified; estimate used.